Manufacturer narrative:
The investigation determined that reproducible, discordant higher than expected troponin I results were obtained from two different samples drawn from the same patient when tested using vitros trop I es lot 3780 on a vitros 5600 integrated system. The results were discordant when compared to a non-vitros (beckman) result for the same patient. The most likely cause of the higher than expected vitros results for the patient was the presence of an interferent in samples from patient 1 that affects the vitros tropi es reagent assay but not the beckman troponin I method. Vitros tropi es results when treated with using hbt and nabt were lower when compared to results from a non-treated samples indicating the presence of a sample interferent. A vitros tropi es lot 3780 reagent issue cannot be ruled out as a contributor to the event as quality control results for vitros tropi es results were unacceptable leading up to the event. Additionally, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3780 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3780. Additionally, the reproducible, discordant higher than expected vitros tropi es results were obtained along with a calibration expired (ce) test code. The failure to run the patient sample on a within date calibration cannot be ruled out as a contributor to the event. Furthermore, an instrument issue cannot be ruled out as a contributor to the event, as no diagnostic precision testing was conducted when requested. Expired maintenance (em) test codes were posted for the patient 1 results and the failure to perform scheduled maintenance activities cannot be ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. (B)(6).

Event description:
An ortho clinical diagnostics laboratory specialist at the customer¿s location reported that reproducible, discordant higher than expected troponin I results were obtained from two different samples drawn from the same patient when tested using vitros trop I es lot 3780 on a vitros 5600 integrated system. The results were discordant when compared to a non-vitros (beckman) result for the same patient. Patient 1 vitros tropi es results of 0.33, 0.42 and 0.28 ng/ml versus the beckman result of < 0.01 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros tropi es results were reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported results. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).